Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There was an additional sensor reported (s/n: unk) and it has been captured under this submission. Related reports: mw5184306 and mw5184308. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.